Event description:
A pt was being injected with bovine collagen. The syringe began to leak at the syringe/needle hub connection and then the needle disengaged. The needle fell to the floor and did not cause injury to pt or staff. If the event were to recur, in certain circumstances, injury could possibly occur.